Event description:
The user reported that the device could apply pressure, but the needle on the gauge did not respond. The balloon inflation was confirmed under fluoroscopy. The device was exchanged for another. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The device history record was reviewed and found no related exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The evaluation is in process. A follow-up report will be submitted when the evaluation has been completed.